Manufacturer narrative:
S/w version 4.11d. Retainer ring = black. Customer returned pump for an alleged short battery life found on aug 23, 2021. The pump passed the displacement test, active current test and self test. High sleep current noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (2) low battery alerts found in the pump history file/trace on aug 22, 2021 at 11:10:00 am and 11:10:12 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out the test case, internal battery, pcba 1 and pcba 2 one by one. Unable to determine the root cause, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Short battery life confirmed due to high sleep current that decreased the battery life. Unable to determine the root cause, problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery did not last for five days. Customer changed battery several times. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.